Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device battery depleted early due to high atrial lead thresholds. Due to the patient poor condition and age, it was decided not to intervene on the atrial lead. The device was explanted and replaced. The lead is still in use. No patient complications have been reported as a result of this event.